Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the battery would not charge to turn the pump display back on. Customer¿s blood glucose level was 103 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy until replacement pump is received.